Event description:
The customer reported that over the last 12 months they have noted pin holes in the tubing at the area just above the lower fitment of the silicone segment and reportedly, there were 6 recent incidents approximately at the beginning of this month. The sequence of events has been described as: gemini pump will beep for air-in-line, nurse opens the pump door and solution will spray out. Most exposure was on user's clothing. These incidents did not result in patient or user harm. The reporter indicated that some times it happens in the beginning of the infusion, sometimes part way through and sometimes toward the end. The tubing for these events were not saved.

Manufacturer narrative:
(B) (4). (B) (4). Date of event - beginning of (B) (6) 2009.